Event description:
It was reported by the customer that the catheter was broken after substitution of ethanol 94%. There were no reported patient complications. Additional information is being pursued.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.